Manufacturer narrative:
Further details on patient information were not provided. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow up communication, livanova (B)(4) learned that ahs is unable to confirm the exact devices used at the time of the surgery due to a lack of device tracking in the or when the adverse event occurred. Ahs replaced contaminated sorin 3t heater cooler unit devices with new devices in 2017. The devices were placed inside of the operation theater during use with the fan of the device positioned away from the patient at an unknown distance between the surgery field and the device. Furthermore, livanova (B)(4) learned that ahs did and continues to follow all livanova cleaning and disinfection IFU and the action taken on this event was treatment of injured party. Growth tests to confirm patients infection were performed. Corrective actions are in progress for this issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report on a male patient, who was operated on (B)(6) 2015, that was tested positive on mycobacterium chimaera on (B)(6) 2019. Patient is still on treatment.

Event description:
See initial report.

Manufacturer narrative:
H.10: through media monitoring livanova became aware of a newspaper article mentioning ten (10) confirmed cases of patient infections in (B)(6). All 10 infections in (B)(6) are captured in livanova complaints database and the article has been evaluated for missing additional information for each specific case. Within the article it is specified that 8 patients died and that the other 2 are alive. Based on details such as surgery date, livanova has been able to trace some information to this specific event. Thus, the event outcome for this case has been updated as death. No device was upgraded with vacuum and sealing kit at the time of 2015 surgery.

Manufacturer narrative:
H11: through follow-up communication livanova learned that patient underwent a mini sternotomy with aortic valve replacement on (B)(6) 2015, with a complicated post operative course. A bone marrow biopsy confirmed the presence of an mycobacterium chimaera infection, and the patient developed a mycotic pseudoaneurysm. He was not a surgical candidate. The patient died on (B)(6) 2019. New information provided does not represent a change for the investigation.

Event description:
See initial report.